Manufacturer narrative:
Product complaint # (B)(4). Since the cup was not loose, and was retained, it is reasonable to conclude that there were no allegations against the cup product. Therefore, the initial reported serious injury will be reversed, and updated as a not reportable event, since there are no allegations against this device. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of corail/pinnacle construct implanted (B)(6) 2023 by surgeon in hospital. Reason for revision was pain/suspected loosening of stem/bone interface. The stem, head, and liner were taken out in the revision surgery. The cup was left in place.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. Was there any surgical delay related to the event? If yes, what is the duration of the delay? - na b. It was indicated that there was loosening. On what interface did the loosening occurred? - stem/bone interface c. Please confirm the manufacturer for the cement product. Is it depuy manufactured? Also for the quantity used. - no cement was used in this case, nor did the original submission indicate that cement was used. D. What component was loosed? - the stem was suspected to be loose. The stem, head, and liner were taken out in the revision surgery. The cup was left in place.